Event description:
It was reported that the stent fractured, necessitating intervention and medications. An 8.0-29 carotid wallstent self-expanding stent was selected for the treatment of a severe stenosis (greater than 95% stenosed), moderately tortuous, and mildly calcified right internal carotid artery. The patient demonstrated clinical improvement and was subsequently discharged. However, upon discharge, mild left-sided limb weakness and slurred speech were noted. Intraoperative stent showed optimal stent morphology and positioning. Post-discharge, the patient received three months of regular therapy with aspirin enteric-coated tablets, clopidogrel tablets, and atorvastatin calcium tablets. The patient later attended a follow-up at the cerebrovascular outpatient clinic. Neck computed tomography angiography (cta) indicated atherosclerosis with mild stenosis of the c1 segment of the right internal carotid artery and satisfactory post-stent implantation filling. However, imaging review noted discontinuity in stent morphology and evidence of stent shortening. Hospitalization for cerebral angiography was advised for further evaluation, but the patient declined and continued dual antiplatelet therapy at home. During neurology outpatient follow-up, the regimen was adjusted to aspirin monotherapy and lipid-lowering therapy. During the next neurosurgery follow-up, the patient continued this treatment protocol. At a later neurology outpatient visit, head cta revealed sequelae of old cerebrovascular disease in the right frontal and temporal lobes, with a small nodular dense shadow in the right parietal-temporal lobe. Cerebral arteries showed no abnormalities, and good filling was observed within the stent. Discontinuity in stent morphology was again noted, and the nodular dense shadow was suspected to represent migrated metal fragments from the stent, as it appeared unrelated to thrombus. Then the patient presented with slurred speech and left limb weakness persisting for over two hours. Preoperative examination revealed grade 0 muscle strength in the left upper limb and grade 2 in the left lower limb. Head and neck cta showed chronic lesions consistent with prior cerebrovascular disease, along with the nodular dense shadow in the right parietal-temporal lobe. Severe stenosis to occlusion of the m1 segment of the right middle cerebral artery was identified, as well as mild stenosis in the c1 segment of the right internal carotid artery and good filling in the previously implanted stent. Intravenous thrombolysis and mechanical thrombectomy of the right middle cerebral artery were performed using stent aspiration. Post-procedure, the patient exhibited improved speech and left limb muscle strength reached grade 3. Intraoperative findings documented partial fracture of the stent in the right internal carotid artery (c1 segment). The patient remained clinically stable following intervention.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).